Manufacturer narrative:
Analysis of the extension, serial # (B)(4), found the #3 conductor broken 2.8 centimeters from the proximal end. Circuit #3 was intermittent and no shorts were found.

Event description:
It was reported that the extension was implanted and the impedances were checked. When the extension was placed with no curve while exiting the implantable neurostimulator (ins), the impedances were within the normal range. When the extension wire coiled behind the ins, the impedances were out of range. Electrode 11 was greater than 40,000 ohms. The extension was thus replaced and all electrodes were within normal range afterwards. The patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: extension. Product ID: 3389s-40, lot# va0rb07, implanted: 2015-(B)(6), product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).